Event description:
It was reported that a m.blue (part # fx803t) was implanted during a procedure performed on an unknown date. According to the complainant, thevalve was believed to be operated in overer-drainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 10 years, height: 128 centimeters (cm), weight: 38 kilograms (kg). Gender: male.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the valve and blood in the outlet spout were determined. Permeability test: a permeability test has shown that the m.blue is permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the m.blue is operating within the accepted tolerance in the horizontal position, but not within the specified tolerances in the vertical position. An accelerated outflow in the vertical position of the m.blue could be determined. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, deposits were found in m.blue. Results: based on our investigation results, we can determine an accelerated outflow in the vertical position of the valve. The determined deposits can be named as the cause for the accelerated outflow. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.